Event description:
It was reported that immediately after the sheathed insertion the iab filled with blood. The datascope console experienced helium loss alarms. The iab was exchanged through the existing sheath. There were no associated pt complications. The md noted that the second iab was an easier insertion than the first.